Event description:
It was reported that during the implant attempt a smaller lead was needed and the vein was too small and tortuous. Unable to get into an acceptable position. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid on all conductors.